Event description:
It was reported an error code was displayed. Programmer turned off. Seems normal, but when trying to interrogate, the error comes up again. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Device had system error during interrogation attempt.